Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and was unable to duplicate the reported issue. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue; however a review of the electronic device record confirmed that the device powered itself off. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had charged their device to 300 joules, in order to provide a synchronized cardioversion shock to a patient; however, after delivering the defibrillation shock, the screen went blank and the device was unresponsive. There were no reports of adverse effects to the patient as a result of the reported issue. A back-up device was available immediately.

Manufacturer narrative:
Further evaluation of the customer's device verified the reported issue and was duplicated when performing repeated defibrillator shocks using the reliability test system (rts). However, the cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel had charged their device to 300 joules, in order to provide a synchronized cardioversion shock to a patient; however, after delivering the defibrillation shock, the screen went blank and the device was unresponsive. There were no reports of adverse effects to the patient as a result of the reported issue. A back-up device was available immediately.